Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Fse found collet contaminated with sample. Cleaned and lubricated all x-arm movements and collets. Replaced all lld contact springs. Inspect all plungers and tips and cleaned all tube lifters. The instrument was tested without further problem and was returned to expected operation.